Event description:
It was reported that under-sensing was noted on the implantable cardioverter defibrillator (ICD). The under-sensing was suspected to be related to the patient's heart condition and not to the device. No changes or intervention was performed. There were no patient consequences.